Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The target temperature was 33c, the patient temperature was up to 34.3c and the water temperature was 29.5c. There was a good flow and an alert 113 (reduced water temperature control) in the event log. Mss advised to take the arctic sun device out of service and sent to the biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The target temperature was 33c, the patient temperature was up to 34.3c and the water temperature was 29.5c. There was a good flow and an alert 113 (reduced water temperature control) in the event log. Ms&s advised to take the arctic sun device out of service and sent to the biomed.